Event description:
Philips received a complaint on the efficia dfm100 device indicating that the defibrillator paddle does not connect well. There was no patient involvement. The fse evaluated the device onsite. It was determined that it was difficult to connect paddles correctly. The fse cleaned the paddle connections and checked its contact. Operation tests were performed, the device returned to the customer with working condition and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.